Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer had a compromised force sensor system alarm and the insulin squirted out during manual prime. Customer was disconnected during prime. The pump was not bumped, dropped, or in contact with water. The drive support cap does not appear to be damaged. A replacement pump will be sent to the customer. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corners and a broken belt clip slot.